Event description:
Customer reported that the insulin pump alarmed motor error during basal delivery. Device was not exposed to a magnetic field. Motor error occurred 1 time in the last 30 days. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is 65 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed self-test and unexpected restart error test. No external ram crc error or unexpected restart alarm noted. The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.